Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured.

Manufacturer narrative:
Visual evaluation of the returned device confirmed that it is cleanly broken in two pieces. The fracture line follows the line of the central region on the medial side from the posterior notch to the anterior notch. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the device. The sales representative, who was in attendance during surgery, reported that the surgeon impacted the tasp with a mallet. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Per the persona surgical technique, gentle manual pressure should be applied without impacting the tasp construct (including the tasp top, bottom, shim, and tibial sizing plate handle) with either a mallet or hand. Therefore, user misuse is considered to be the root cause.